Manufacturer narrative:
Tw ID# (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) aortic cutter split and was defective after the hole was cut in the aorta. No parts fell into patient, and no additional incisions were needed. A new device was used to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 09/13/2024. An investigation was conducted on 09/30/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The aortic cutter was observed to be in a deployed state. The housing case was observed to be split in half at the base of the aortic cutter. Based on the returned condition of device as well as the investigation results, the reported failure "break" was confirmed. A lot history record review was completed for lots 3000404996, 3000400694, and 3000403566 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Neither a manufacture/expiration date or a lot/serial number was provided by hospital, therefore only a partial UDI # is available.